Event description:
The customer's grandmother stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported for the event. The grandmother stated that the customer would be calling back to troubleshoot once he is feeling better. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.